Manufacturer narrative:
(B) (4). Evaluation of the returned product found that the right window had a 2 inch hole in the netting. The left window netting zipper had 3 broken stitches. The foot panel had a 1 inch hole in the netting. (B) (4).

Event description:
The customer reported that the netting on the left and right panels on the canopy are frayed. There was no patient injury reported.